Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: insulin pen found with the needle stuck in the pen but without the complete device. Consequences: risk of being pricked if it wasn't seen.

Event description:
It was reported that the needle broke off with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from french to english: insulin pen found with the needle stuck in the pen but without the complete device. Consequences: risk of being pricked if it wasn't seen.

Manufacturer narrative:
Investigation: two photos of an insulin pen were returned from lot. No. 8319658, cat. No. 329605. Visual examination of the returned photo was carried out and it was observed that the cannula was bent in the septum of the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples were returned for analysis this cannot be confirmed to be manufacturing related.